Manufacturer narrative:
Hologic technical support (ts) reviewed all of customer worklists and noted no hardware or reagent preparation issues. Hologic determined the most likely cause of the discrepant hpv result is potential sample mishandling or low target sample. Hologic performed a risk assessment and noted no product impact. Hologic has not been informed of any adverse patient outcomes related to this issue.

Event description:
On (B)(6) 2025, a customer reported to hologic a discrepant result using aptima hpv assay master lot 915392 when testing a sample on panther instrument serial number (B)(6). On (B)(6) 2025, sample sid (B)(6) was tested on hpv (B)(4) and resulted hpv negative with an s/co value of 0.00. Customer reported this result to the physician/patient. Customer noted that this sample was accidentally left on the instrument and run again on the same worklist the next day. On (B)(6) 2025, sample sid (B)(6) resulted hpv positive with an s/co value of 5.26. On (B)(6) 2025, the same sample was retested on hpv (B)(4) and resulted hpv positive again with an s/co value of 5.97. Customer noted that all 3 tests were performed with the same sample tube. The result was amended to indeterminate and customer requested for a new sample to be recollected. Customer was not aware of any patient treatment. Hologic has not learned of any adverse patient outcomes due to this event.